Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional right side rupture and exchange. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30/apr/2024.

Event description:
Healthcare professional right side rupture and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture and exchange. Device remains implanted.